Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v099767, implanted: (B)(6) 2008, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported that patient had a decrease in therapeutic benefit from their implantable neurostimulator (ins) since (B)(6) 2013. It was noted that the patient had the device for "emptying problems" and that the loss of therapy "wasn't so bad" that the patient had to use catheters again. The reporter thought the patient was doing better but noted that they had 7 ounces in their bladder. It was also reported that the patient felt the stimulation (felt it vibrate) in the rectal area. Follow up information received from the patient reported that they had no concerns with their device therapy. An appointment of (B)(6) 2014 was noted. Additional follow up information received from a patient reported that he thought the battery might be starting to go bad. He was interested in making an appointment with his doctor. The indication for use was noted as urinary dysfunction/sacral nerve stimulation. If additional information is received, a follow-up report will be sent.